Event description:
During a lap coli procedure, one of the scissor blades broke off. The surgeon had to open the pt to remove the scissor blade. A delay of forty-five mins resulted. No pt injury or complications took place.

Manufacturer narrative:
Product has not been returned for eval; therefore, no determination could be made for the reported device failure.